Manufacturer narrative:
The reported complaint was not confirmed. The manufacturer's clinical specialist, went to the hospital to observe cases with the suspect monitor. During his observations, no potassium (k+) drift was noted. The monitor performed to the manufacturer's specifications. Diligence attempts for product return were unsuccessful. No additional action will be taken at this time.

Manufacturer narrative:
Correction: block was selected in error on the initial emdr (1828100-2015-00660).

Manufacturer narrative:
(B)(4). This complaint is related to medwatch #1828100-2015-00652 and #1828100-2015-00654. Per the ccp, this reported issue happens every day.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the potassium (k+) reading was drifting on the blood parameter monitor (bpm). This issue occurred after the notice of field correction (nfc) upgrade to software version 1.69. The device was not changed out, as they performed continual recalibrations. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2015: since the update of their bpm units to the 1.69 version of software, they routinely see the k+ measure drifts higher (as compared to laboratory measured values) later in the procedure. According to the perfusionist (ccp) , they calibrate the shunt sensor with the calibrator 540 prior to use and they wait until the cpb circuit and conditions are stable prior to the first in-vivo calibration. About mid-way thru cpb, the bpm k+ measure drifts higher than the lab (always higher) even though additional potassium is not being given. Additional in-vivo calibrations are done, but the k+ measure continues to drift higher than lab measured values. This occurs, according to the ccp, in all cases since the update to 1.69 but they continue to use the product as other measures appear acceptable and getting loaners has been very problematic due to very limited supplies. The cases have been completed successfully, without delay and without associated blood loss. Here has been no harm observed.